Event description:
During stress echo study the ECG on the aspen system was significantly slower compared to the reading from another offline ECG monitor. At the point of maximum stress, the aspen displayed the heart rate as 131 bpm vs. 177 bpm from the offline monitor.